Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was intermittently capturing and had high pacing impedance. The patient then presented in the emergency room (ER) due to syncope and a low heart rate ranging within 30 beats per minute. The rv lead was capped and new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.